Event description:
Physician reported left side reoperation due to capsular contracture baker grade unknown. Patient reported having had left side moderate breast pain. Physician later reported left side rupture and 'extracapsular silicone in the inferomedial regions' diagnosed via MRI. Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
Correction to the aware date of the parent record, and g.3. Aware date of the initial medwatch: aware dates should have been 26/feb/2025.

Event description:
Patient reported left side capsular contracture, baker grade unknown and moderate breast pain. Healthcare professional later reported congenital hypoplasia of breast and "linguine" sign demonstrating multiple curvilinear hypointense lines representing a collapsed implant shell, and indicative of intracapsular rupture" via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect, impact code: f2203. Information contained in this report was previously submitted through psr on 23jan2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.